Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose level of 45mg/dl. Customer also indicated that the pump alarms low battery. Customer also indicated that they will contact their doctor regarding the low blood glucose. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer was also advised to discontinue use of the device and revert to a back-up plan if this becomes necessary.